Event description:
During the eval of (B)(4), the pump experienced a downstream occlusion alarm. There was no pt injury or medical intervention required since this item was found during eval of the device.

Manufacturer narrative:
(B)(4). Baxter received evaluated the device. This complaint was opened during the eval of complaint (B)(4). The downstream occlusion alarm was experienced during the testing of this device. The cause was determined to be a failing downstream sensor/pusher. Will be replaced.